Event description:
Infection control team was notified by the state of an e. Coli patient that was housed inpatient. Upon notification, chart reviews were initiated to determine possible causes. During the review of patient charts, two egd scopes were used on multiple patients that are confirmed to have ndm e. Coli. Both scopes have been sequestered for examination. Facility is continuing discussions with the state regarding this issue.